Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A complaint of medication becoming discolored during infusion was received from the customer. No product or photo was returned by the customer. The customer complaint of cosmetic issues - discoloration could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd as lvp 20d 2ss cv foreign matter was found in fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: while changing the lines, noticed discoloured medication in the sheath of the IV infusion set for the expired med line. Confirmed with pharmacy that the issue was not caused by the med.